Manufacturer narrative:
The device was not returned for investigation and no malfunctions or issues with the device were reported. This adverse event was collected as part of a clinical study. Pneumothorax is a known potential adverse event from cryoablation procedures and is documented as such in the product IFU and user manual. The patient was treated and the issue was resolved.

Event description:
Subject underwent a cryoablation procedure on 1 left lung tumor on (B)(6) 2012. Intra-operatively, subject developed a pneumothorax which was aspirated and resolved on (B)(6) 2012. An x-ray done on (B)(6) 2012 was normal and indicated there was no pneumothorax present.